Event description:
It was reported, the surgeon implanted the valve without problems, it seated well, and everything looked as it should. Initial echo was ok, heparin was reverse, and the patient was taken off pump. A gradient of 110mm hg was measured near the area and echo showed a stent post was obstructing the lvot. The patient was placed on pump, and the valve was then replaced with a 29mm sjm mechanical valve. Echo showed the mechanical valve was working well obstruction and information stated the patient may have had an anomaly of the lvot. The patient was reported to be stable and recovering.